Manufacturer narrative:
As further information becomes available, this investigation will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system explant due to infection. There was no report of adverse patient effects due to the explant procedure.